Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was not able to fit on bottle of insulin. The customer¿s blood glucose level was 363 at the time of the incident. Customer¿s other relevant blood glucose level was 433 mg/dl. Customer also experienced high blood glucose, however customer was not using insulin pump system within the 48 hours of reported high blood glucose event. Customer treated their high blood glucose level with insulin pen. Customer did not alleging insulin pump was under delivering. Customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.